Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 was used during a esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure the physician was scoping a patient during an egd and perforated the patient's esophagus using radial jaw 4 jumbo forceps. The patient was taken to radiology for evaluation. Additional information received on (B)(6) 2013: according to the complainant, a biopsy was taken with a radial jaw 4 jumbo biopsy forceps device in the lower third of the esophagus and a deep tear was noted. There was concern that a perforation occurred, however, the radiology exam indicated that there was no esophageal perforation. The patient experienced a severe sore throat and chest discomfort. Reportedly, the issue has been resolved. Additionally, no anomalies were noted with the radial jaw 4 jumbo biopsy forceps prior to the procedure.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 was used during a esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure the physician was scoping a patient during an egd and perforated the patients esophagus using radial jaw 4 jumbo forceps. The patient was taken to radiology for evaluation. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. Based on the additional information received which indicated that a perforation did not occur, this is no longer considered a reportable event.